Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not visible in the viewing window. The device data was downloaded and a drive stall was observed during second prime. The device was unsuccessfully rerun. Rerun download data returned a 0x5c alarm. No damages or defects were observed on the bottom housing or the e-seal. The soldering iron was used to remove the pcb in order to inspect the hook talons and hook post spring. No damages or defects were observed on the hook talons, hook post spring or ratchet gear teeth. The hook talons failure to detent the ratchet gear, as supported by drive stall in the original download data, is confirmed as the cause of the device's failure to deploy.